Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 13.3 mmol/l at the time of incident. Customer stated that the insulin pump alarmed stuck button and it was not pressed for 3 minutes or longer. Customer also reported that the insulin pump was exposed to water and had a blank display issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. Moisture damage was found on the electronic assembly. No moisture damage was found on the keypad/motor/force sensor assembly.